Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that after the procedure, a thrombus was found attached to the tip of the catheter. The thrombus was removed, and catheter flushed but the irrigation was compromised. No complications were noted. The procedure was completed without any patient consequence. The thrombus on the tip of the catheter was assessed as a reportable issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On january 17, 2020, it was noticed that the following statement was omitted from section b5. Event description of the initial 3500a medwatch report that was submitted to the FDA on january 17, 2020: ¿the customer¿s reported issue of inadequate irrigation has been determined to be a not reportable issue as intermittent or low irrigation is highly detectable by the physician. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.¿ manufacturer's reference #: (B)(4).

Manufacturer narrative:
On january 30. 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection, the product revealed no physical damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that after the procedure, a thrombus was found attached to the tip of the catheter. The thrombus was removed, and catheter flushed but the irrigation was compromised. No complications were noted. The procedure was completed without any patient consequence. The device was visually inspected, and it was found in good condition. The temperature feature was tested, and no issues were observed. In addition, the catheter was irrigating correctly. No malfunctions were observed during the product analysis. The customer complaint cannot be confirmed since the device was found working correctly and no evidence of clot residues were observed on the catheter. The root cause of the thrombus reported by the customer could be related to the usage of the device during the procedure, however this cannot be conclusively determined. Manufacturer's reference #: (B)(4).